Event description:
It was reported that inappropriate shocks were delivered for under-sensing as a result of the programmed settings of the device. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.